Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device would not power up. Complainant did not indicate that there was any pt involvement in the reported malfunction.